Event description:
The customer received notification from abbott of fa30 (B)(4) 2012. The customer had two boxes of ca 19-9xr reagent lot 08853m500 in their inventory. The customer did not allege any discrepant patient results. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.